Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer healthcare provider reported via phone call that their insulin pump alarmed failed battery test.troubleshoot was performed.customer did not recall blood glucose level at the time of incident.customer stated it alarmed failed battery test after changing a battery. Customer was advised battery may fail test if it has potential to cause pump to lose power without warning. Customer inserted a battery that was recommended for the insulin pump. Customer will be receiving new battery cap to see if the issue can be resolved by new battery cap. Insulin pump will not be returning for analysis.